Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source experienced an e102 error code. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following reportable malfunctions was found during the device evaluation: b30 error (scope communication error). Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error message e102 (lamp goes out) occurred because a non-olympus lamp was used. Additionally, scope communication error (b30) occurred because communication with the scope failed due to faulty output connector. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions/evis exera iii xenon light source/olympusclv-190. Chapter 6 lamp replacement 6.1 replacement of the examination (xenon) lamp always use the examination lamp designated below. To order a new examination lamp, contact olympus. Xenon lamp maj-1817. Warning never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.